Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer saw a large air bubble at the bottom of the reservoir. Customer was advised to deliver a prime until bubbles were no longer visible. She stated the insulin was stored at room temperature and her insulin pump was not rewound with the reservoir in place. Customer was advised to change the infusion set. Her blood glucose was 95 mg/dl. Nothing further reported.